Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic on an unknown date. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold, the patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.